Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in addition, per the IFU, possible adverse reactions includes adhesions. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2004, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix mesh, reference number 0113810, lot number 43cod201 was implanted to repair the hernia defect. On (B)(6) 2015, the patient was admitted to the hospital and diagnosed with an abdominal wall mass, possible abscess and abdominal pain. As reported, a CT guided abdominal wall biopsy was performed and patient was diagnosed with an anterior abdominal wall hernia. On (B)(6) 2015, the patient underwent diagnostic laparoscopy and lysis of adhesions and during this procedure it was noted that a significant portion of the patients small bowel was adhered to his anterior abdominal wall. As reported, the decision was made to stop the procedure and schedule the patient for an open procedure at a later date and time. On (B)(6) 2015 the patient underwent another exploratory laparotomy with the explantation of the previously implanted mesh. As reported, this procedure entailed the drainage of an abdominal wall abscess, extensive lysis of adhesions for greater than two hours, a small bowel resection with primary anastomosis, a repair of the incisional hernia. As reported, several loops of the patients small bowel were incorporated in the mesh and the patient then underwent twenty-one days of daily antibiotic therapy infusions due to the infection caused by the bard/davol hernia mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the location of the expiration date as it was noted that the reported expiration date was in the wrong location. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in addition, per the IFU, possible adverse reactions includes adhesions. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the location of the expiration date as it was noted that the reported expiration date was in the wrong location. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 11 years post implant of composix mesh, patient had abdominal pain, adhesions, abscess, infections, fistula, bowel perforation and hernia recurrence thereby underwent mesh removal. The instructions-for-use supplied with the device identify adhesions, fistula and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2004, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix mesh, reference number 0113810, lot number 43cod201 was implanted to repair the hernia defect. On (B)(6) 2015, the patient was admitted to the hospital and diagnosed with an abdominal wall mass, possible abscess and abdominal pain. As reported, a CT guided abdominal wall biopsy was performed and patient was diagnosed with an anterior abdominal wall hernia. On (B)(6) 2015, the patient underwent diagnostic laparoscopy and lysis of adhesions and during this procedure it was noted that a significant portion of the patients small bowel was adhered to his anterior abdominal wall. As reported, the decision was made to stop the procedure and schedule the patient for an open procedure at a later date and time. On (B)(6) 2015 the patient underwent another exploratory laparotomy with the explantation of the previously implanted mesh. As reported, this procedure entailed the drainage of an abdominal wall abscess, extensive lysis of adhesions for greater than two hours, a small bowel resection with primary anastomosis, a repair of the incisional hernia. As reported, several loops of the patients small bowel were incorporated in the mesh and the patient then underwent twenty-one days of daily antibiotic therapy infusions due to the infection caused by the bard/davol hernia mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix. Addendum per additional information provided: on (B)(6) 2004 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, ¿bowel that was adhered was separated from the fascial edges. A composix mesh (device #1) was then inserted subfascially and sutured in place.¿ on (B)(6) 2015 to (B)(6) 2015 - patient was diagnosed with abdominal pain, mass and abscess. On (B)(6) 2015 - patient was diagnosed with abdominal wall abscess thereby underwent diagnostic laparoscopy and lysis of adhesions. Per operative notes, ¿many of the adhesions were lysed. There was a significant amount of small bowel that was still adherent to the anterior abdominal wall.¿ (note: there was no mention/visualization of mesh during the procedure). On (B)(6) 2015 - patient was diagnosed with chronic abdominal pain, abscess, abdominal mass, infected mesh, fistula between small bowel and mesh thereby underwent open repair with implant of phasix mesh (device #2) and removal of composix mesh (device #1). Per operative notes, ¿there was small intestine that had been incorporated into the mesh and the mesh was bilayered. There was noted to be a small bowel fistula with abdominal wall abscess, pus and succus. Extensive lysis of adhesions of the small bowel to itself as well as small bowel to the anterior abdominal wall and mesh were taken down. Then, mesh was completely explanted (device #1). A phasix fully resorbable mesh (device #2) was then cut and shaped to fit the defect. There was small defect on the right and it was sutured.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, fistula, infection, mesh shrinkage, pain and emotional injuries.